Event description:
The customer reported having high blood glucose. The blood glucose reading at time of the call was 241mg/dl. Troubleshooting was performed. The time and date were correct. The customer stated that he changed the infusion sets every three to four days. Advised the customer to change the infusion sets every two to three days. The basals and daily totals were correct. However, the bolus history was incorrect. Had the customer to run a fixed prime test. The customer stated that the cannula had bubbles at the end, and blood came out of the end of the tubing. Performed a high pressure test twice and the insulin pump alarmed motor error. Advised the customer to discontinue use of the device. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error as a result of a faulty force sensor. Further testing was not performed due to the motor error alarm.